Manufacturer narrative:
(B)(4): the customer reported that the spo2 unit did not alarm when the value was above or below the alarm limits. No patient harm was reported. No other information has been provided, so the available information is insufficient to support that there was a health risk. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that the spo2 unit did not alarm when the value was above or below the alarm limits. No patient harm was reported.